Event description:
It was reported that an adverse event occurred. The date of event is an approximation. On 06/30/2025, it was reported that the patient stated that she had been hospitalized four times for dka and was using the g6 sensor during those episodes. This report is 1 of 4 allegations of insufficient information for complaint classification that had similar event details. While the technician was attempting to ask further questions about what happened, the call was disconnected. Follow-up calls were made on 06/30/2025, 07/5/2025, 07/6/2025, and 07/7/2025; however, all calls were routed to voicemail. A reach-out email was also sent to request additional information about the hospitalization, but the patient has not yet responded. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. This report is 1 of 4 allegations of insufficient information for complaint classification that had similar event details. Related records: (B)(4).

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The date of event is an approximation. On 06/30/2025, it was reported that the patient stated that she had been hospitalized four times for dka and was using the g6 sensor during those episodes. This report is 1 of 4 allegations of insufficient information for complaint classification that had similar event details. While the technician was attempting to ask further questions about what happened, the call was disconnected. Follow-up calls were made on 06/30/2025, 07/5/2025, 07/6/2025, and 07/7/2025; however, all calls were routed to voicemail. A reach-out email was also sent to request additional information about the hospitalization, but the patient has not yet responded. Performance data was reviewed, alerts/notifications functioned as intended. The allegation is undetermined. The probable cause could not be determined; however high counts aberration was observed on 7/02/25 at 7:05 am. No additional event or patient information is available.